Manufacturer narrative:
No button error alarm. Intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. No cracks noted on lcd window or reservoir tube window or screen. (B)(4).

Event description:
It was reported that the insulin pump alarmed button error alarm frequently, and there was a crack on the screen and on the reservoir window. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.